Event description:
It was reported the speaker is not working. It is unknown at this time if there was sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the customer was alleging that the speaker had no sound or distorted sound or only that there was a speaker malfunction error message, but no additional details were provided. The following functional tests were performed: a field service engineer (fse) went onsite and examined the device. There were no fault found. All speaker functions and alarms working normally. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.